Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of an amia automated pd cycler set. This occurred during use of peritoneal dialysis therapy. It was verified with the customer that the connections were tightened and that there was no damage noted on the supplies. The transfer set was replaced. There was no patient injury, however the patient was treated with antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.